Event description:
Customer reportedly obtained results of 192 mg/dl, 259 mg/dl, and 76 mg/dl on the advantage system within 10 minutes. Customer ate honey due to symptoms and result of 76 mg/dl. No adverse event reported. Requested return of suspect system and replacement was sent.